Manufacturer narrative:
Analysis of the ins (sn: (B)(4)) found no anomalies. The returned ins passed all functional testing in the laboratory. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the distal end of the returned extension. Good stable output was observed on all electrode pairs in reference to the alleged damaged electrodes. Analysis of the extension (sn: (B)(4)) found no anomalies. The returned extension passed all functional testing in the laboratory. {connector sleeves from the lead were stuck in the distal end of the extension} the ins output was tested at the distal end of the returned extension. Good stable output was observed on all electrode pairs in reference to the alleged damaged electrodes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. A revision was being performed on the patient¿s system due to high impedances on c0, c3 and two other contacts. The impedances were not to the level of open circuits. The ins was taken out of pocket, lead was wiped down and re inserted multiple times with no resolution. There were high impedances on more pairs after these actions. Impedances were checked again and c0, c3, 02, 03, 13 and 23 were all high. Results were the same when tested at 3v. During the revision, the incision site at the extension/ins connection was still open, so the physician pulled on the lead to pull enough slack to check impedances, but the electrodes that go into the extension and the contacts came off the lead. The procedure was restarted from scratch. No medical symptoms were reported.

Manufacturer narrative:
Concomitant product(s): product ID: 3387s-40, lot# va1ht4l, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the high impedances was still unknown. The extension and lead were damaged when the physician pulled on the extension to troubleshoot the extension/lead connection. The lead/electrodes broke off, and the procedure was started from the beginning of stage one with new lead, extension and ins. The issue was resolved at the time of this report. No further complications are anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.